Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent worsening pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 30-year-old female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2016, multigravida, parity 3 and dyspareunia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and infection ("infection"). The patient was treated with surgery (hysteroscopy, dilation and curettage on (B)(6) 2015 and robotic total hysterectomy, bilateral salpingectomy, incision and drainage of left ovarian cyst). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, menorrhagia and infection outcome was unknown. The reporter considered dysfunctional uterine bleeding, infection, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: non patency of the fallopian tubes / essentially a normal-appearing intrauterine cavity. The essure bilateral tubal devices were visualized in the tubes. After the injection, there was no evidence of any leakage of the dye consistent with blocked bilateral tubes. Pathology test - on (B)(6) 2015: specimen source a) endometrial curettage - pre and post-operative diagnosis: menorrhagia. Operation: d & c gross description: a) the specimen consists of a telfa pad containing multiple fragments and pieces of pink tan to gray tan soft tissue admixed with red brown blood with an approximate total collective volume of 5 mi. The specimen is totally submitted in a1. Diagnosis/ microscopic diagnosis: a. Endometrium, curettage/curettings: 1. Late proliferative phase endometrium to early secretory phase endometrium. 2. Unremarkable lower uterine segment and cervical tissue; on (B)(6) 2016: final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy: mild chronic cervicitis. Secretory phase endometrium. Adenomyosis, focal. Uterine myometrial hypertrophy (uterus and cervix gross weight 123 grams). Congestion, bilateral fallopian tubes. Parasalpingeal cysts, bilateral fallopian tubes. No evidence of endometrial hyperplasia or malignancy is identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent worsening pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a (B)(6) female patient who had essure (batch no. A34130) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy on (B)(6) 2016, multigravida, parity 3 and dyspareunia. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and infection ("infection"). The patient was treated with surgery (hysteroscopy, dilation and curettage on (B)(6) 2015 and robotic total hysterectomy, bilateral salpingectomy, incision and drainage of left ovarian cyst). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, menorrhagia and infection outcome was unknown. The reporter considered dysfunctional uterine bleeding, infection, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: non patency of the fallopian tubes/essentially a normal-appearing intrauterine cavity. The essure bilateral tubal devices were visualized in the tubes. After the injection, there was no evidence of any leakage of the dye consistent with blocked bilateral tubes. Pathology test on (B)(6) 2015: specimen source a) endometrial curettage - pre and post-operative diagnosis: menorrhagia. Operation: d & c gross description: a) the specimen consists of a telfa pad containing multiple fragments and pieces of pink tan to gray tan soft tissue admixed with red brown blood with an approximate total collective volume of 5 mi. The specimen is totally submitted in a1. Diagnosis/microscopic diagnosis: a. Endometrium, curettage/curettings: 1. Late proliferative phase endometrium to early secretory phase endometrium. 2. Unremarkable lower uterine segment and cervical tissue; on (B)(6) 2016: final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes, robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy: mild chronic cervicitis. Secretory phase endometrium. Adenomyosis, focal. Uterine myometrial hypertrophy (uterus and cervix gross weight (B)(6)). Congestion, bilateral fallopian tubes. Parasalpingeal cysts, bilateral fallopian tubes. No evidence of endometrial hyperplasia or malignancy is identified. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.